Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a system device check the autopulse displayed a system error. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n unknown) was returned to azm for evaluation. Investigation results as follows: visual inspection: visual inspection of the returned platform was performed and there were no issues or discrepancies observed. Archive review: a review of the archive showed user advisory (ua) 136 (backup memory has been corrupted) and ua 12 (no lifeband installed or not properly installed) were observed on the reported date of 09/10/2015. The backup memory (non-volatile ram) was corrupted. Since the internal battery had low voltage, other data on the archive log could not be retrieved. Functional testing: after the internal battery was replaced, the platform passed all functional testing. However, after one week the voltage of the internal battery was noted to have dropped to 2.7 volts. It is believed that the drop in the voltage was potentially due to a defective processor pca board additionally, load cell characterization was performed and load cell module 1 was found to be defective. In summary, the reported complaint was confirmed during review of the archive as well as functional testing and attributed a defective processor pca board.